Event description:
The manufacturer received information alleging a ventilator service required alarm had occurred while performing the operational check during preventative maintenance on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for preventative maintenance when the ventilator service required alarm sounded on the device. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgency service, error code was observed on the device's error log. The service technician further evaluated and determined the air flow sensor located on the obm blender printed circuit assembly (pca) had caused the ventilator service required alarm to occur on the device. In conclusion, the obm blender pca was replaced to address the issue. The root cause is confirmed at this time.